Event description:
Breast sizer was unintendedly implanted instead of the silicone implant. Breast sizer looks and feels alike as the silicone implant that created confusion and was mistakenly implanted. The patient is a 50-year-old female with a history of bilateral breast implantation in 2001 who was diagnosed with left infiltrating ductal carcinoma, she underwent a left lumpectomy in (B)(6) 2023 and completed radiation therapy by (B)(6) 2023. Following the completion of radiation therapy, she experienced changes in breast symmetry, prompting a corrective breast implant procedure on (B)(6) 2025. However, during the right breast implant revision, a sizer was unintendedly placed instead of the permanent silicone implant. The error was identified while the patient remained in the operating room. As a result, she required reopening to exchange the sizer for the correct silicone implant.